Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11255; related manufacturer reference number: 2017865-2021-11257. It was reported that the patient developed a pocket infection post implant. The implantable cardioverter defibrillator and two leads were explanted. The patient was stable and would be monitored.